Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to low blood glucose (bg) levels of 45 mg/dl, weakness and tremor, while wearing the pod on the arm between 4 and 24 hours. The patient drank juice and at the hospital, was supervised only.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The download data does not contain any abnormalities. Fluid path test was conducted by manually rotating the ratchet gear & fluid was found to exit the fluid path as intended. Inspection of needle mechanism and drive mechanism found no issues. The pod was found to function as intended with no evidence of any damage or manufacturing malfunctions that would result in the device over delivering insulin.